Manufacturer narrative:
Defective power supply of the laser syste. Substituted and restored the system at full power.

Event description:
Use of the laser was discontinued. No adverse effects to patient were reported.